Event description:
It was reported that during a da vinci-assisted hysterectomy with bilateral salpingo-oophorectomy and pelvic lymph node dissection procedure, the inferior vena cava (ivc) was injured. How the injury happened is unknown but it occurred while the surgeon was dissecting para-aortic lymph nodes with the monopolar curved scissors (mcs) instrument. The vessel ruptured resulting in about 500 ml of blood loss. Hemostasis was attempted with the fenestrated bipolar forceps (fbf) instrument; however, a cable at the wrist of the instrument frayed preventing coagulation. The bleeding had intensified, and subsequently visibility deteriorated significantly. The surgeon attempted robotic suturing of the vessel, but the procedure had to be converted to open surgery and a second surgeon was called in to assist. During exploration, two ivc tears (0.5 cm and 1.0 cm in diameter) were identified and repaired with continuous 4-0 prolene sutures. Two s-100 sheets and five gelatin sponges were placed over the ivc, followed by layered abdominal closure. Postoperative assessment found a total blood loss of 2300 ml, with the procedure lasting 7 hours. The patient was transferred to the intensive care unit (ICU) postoperatively. The patient underwent extended monitoring due to the transfusion of 7 units of suspended red blood cells and 990 ml of plasma. Also, there were postoperative concern for lower limb swelling (suspected thrombosis), and ultrasound evaluation was required. The patient recovered well and was discharged on (B)(6) 2025, postoperative day (pod) #7. Concerns for the patient long-term included recurrent hemorrhage or lymphatic fistula at the surgical site. The surgeon did not report any product malfunction with the mcs instrument and remains uncertain about the exact cause of the ivc complications. As for the fbf instrument, there was no collision with other instruments, and it was confirmed that no fragments fell inside the patient. However, the customer reports the frayed wires on the instrument caused tissue damage by preventing proper coagulation of vessels. The instrument was successfully removed through the cannula.

Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. A review of an image provided by the customer of the fbf instrument was performed. The instrument appears to have a frayed cable. Based on the images alone, which cable is frayed and the root cause of the cable fray cannot be determined. A review of another image provided by the customer of the mcs instrument was conducted. No defects or damage could be identified based on the review of the image. The patient is of uyghur ethnicity with a bmi of 38.3. Refer to medwatch report (MDR) with MFR report #2955842-2025-21933 for MDR submission of the same event logged against fbf instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information: a log review was completed by failure analysis engineering and no related errors were identified to the customer-reported event.